Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the freestyle libre 2 reader would not turn on with either button press or test strip insertion. The customer was thus unable to obtain glucose results and experienced dizziness and a loss of consciousness. A healthcare meter result of 41 mg/dl was obtained, and customer treated with glucose for hypoglycemia. There was no report of death or permanent injury associated with this event.